Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure "screen goes blank" was confirmed. However, "error message" was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the r-unit (another term for the charged coupled device) is broken and therefore the image was not displayed, the outer tube of the insertion section is damaged therefore the water tightness is lost and the fiber bonding in the outer tube area (distal end) was damaged. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction. The most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that when the subject device was plug in, the screen went blank and displayed an error message. There were no reports of patient harm.